Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 279 mg/dl. A new cartridge was successfully loaded, and the customer continued using the pump for insulin therapy.